Manufacturer narrative:
Explant approximately 11 years and 7 months post-implant due to heart failure symptoms, stenosis, leaflet tear, and regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and a valve was implanted (valve-in-valve).

Event description:
It was reported that on (B)(6) 2014, a 23mm trifecta valve was implanted. On an unknown date, stenosis, leaflet tear, and regurgitation were observed on echocardiography; the patient had associated symptoms of heart failure. On (B)(6) 2025, a 23mm navitor valve was implanted via valve-in-valve with good results. The patient was reported to be in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.